Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, the staple line leaked near the angle of hiss one day post op. The patient was sent to (B)(6) to have a stent placed. The stent migrated several times and the patient had to be re-stented several times. One device was discarded.

Manufacturer narrative:
(B)(4).